Event description:
Surgeon reported that patient had bilateral diffuse lamellar keratitis (dlk). Right eye was stage 2-3+ and left eye was , 1-2+. Refloated right eye only on (B)(6). Follow up on patient on (B)(6) 2015 ¿ right eye downgraded to grade 1 with 20/15 uncorrected visual acuity and left eye downgraded to stage 1 with clumping inferiorly 20/15 uncorrected visual acuity. Patient was given 40mg prednisone tab daily and prednisolone drops every 2 hrs while awake in both eyes. Patient pre-op manifest refraction: right eye -2.25 0.50 x 75, left eye -2.25 0.00 x 0.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluated by manufacturer was answered incorrectly as applications support manager did check the laser during a visit. Method codes, result codes and conclusion codes added to reflect equipment evaluation performed. It was incorrectly reported initially that the clinic did not request field service or clinical support. Applications support manager visited the site on (B)(6) 2015 as per the account's request. He gelled the laser and no failure was detected. All pertinent information available to abbott medical optics has been submitted.